Event description:
I've worn acuvue day contact lenses for 20 years. On my last eye check up, my doctor changed my contact to acuvue oasys. Since the change, I've experienced: swelling of the eye/pupil; itch on the eye, eyelid and eyelash area; irritation on the outer eyelid; blurred vision, keeps getting worse; keratitis, doctor treated for a period of 4 weeks. I kept having issues with my eye, but I thought it was "age" related or allergies until I read that this particular brand causes eye allergies and side effects such as the ones I described. I contacted j & j and they asked me to visit an eye doctor to make sure there are no serious issues and to change to another contact lens.